Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing during a recorded atrial tachycardia/ atrial fibrillation episode was noted .the right atrial lead remains in use. No patient complications have been reported as a result of this event.